Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the device tip broke during tightening of a screw; however, ¿all pieces were recovered¿ and the procedure was completed with a backup device without delay or patient injury. Any product evaluation will be performed independent of this medical investigation. The clinical root cause of the reported event could not be definitively concluded. Patient impact beyond the recovery of the tip pieces and use of the backup device would not be anticipated as the procedure was reportedly completed without patient harm, no retained foreign body, no surgical delay. Since no patient injury/harm, retained fragment, or surgical delay was alleged, no further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported during a thr procedure, that the tip of a ref ball jnt screwdriver shaft broke while tightening a screw. All pieces were recovered, procedure was completed with a backup device, no delay reported. No patient harm reported.